Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an unk "deposit" was noted on the end of the guide wire. The de novo lesion of unk degree of stenosis was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. The lesion was reported to be 25mm x 2.75mm. Vascular access was through the radial artery. The lesion was pre-dilated with a maverick balloon catheter of unk size to 12 atms for 10 seconds. The lesion was reported to be 50% stenosed post-dilatation. The physician encountered resistance while advancing the balloon catheter and stent within another MFR's guide catheter. Upon removal of the devices, an unk " deposit" was noted on the guide wire a few centimeters from the distal tip. The nature and origin of the "deposit" was unk. The procedure was completed successfully with another of the same device. There were no pt injuries or complications. The pt's status was reported as "stable."